Event description:
It was reported that the log files were submitted for review. They wanted to confirm if there was short to shield (sts). It appeared that the log file captured several low speed events over the course of the data captured and all occurred on the mobile power unit (mpu). It appeared to be a short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.